Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one bent grip at the base, causing misalignment of the grips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the metal piece between the jaws and the shaft went up. The surgeon noticed a sharp metal piece that was up. The team used the emergency key to remove the instrument. The procedure was completed with no reported injury. On (B)(6) 2024, isi followed up with the initial reporter and obtained the following additional information: the surgeon was performing a robotic hysterectomy and was doing an extensive lysis of adhesion when the metal piece between the jaw and shaft went up, more or less 20-30 min of using the bipolar when it happened. No complications was reported as of the present time.